Manufacturer narrative:
Reported event: an event regarding loose cup, involving a 2.1 rio robotic arm int. Orth. System, catalog: 204000 was reported. Method & results: -device history review: a review of the DHR associated with rio 118 found that the rio was manufactured on 11/5/2010. All issues were resolved. -complaint history: based on the device identification (pn 204000) the complaint databases were reviewed from 2011 to present for similar reported events regarding a loose cup. There were no other reported events for the listed catalog number. Conclusions: the session data from the case was reviewed. An analysis of the landmark/pelvic registration and system results was completed. Based on the analysis performed, the cup positioning reported by the system was 4mm proud from the planned cup position. In addition, the checkpoint value in cup impaction page was out of specification, which could indicate that the array was bumped. All of these factors could have contributed to a loose cup.

Event description:
The surgeon was performing a makoplasty total hip arthoplasty using the robotic arm interactive orthopedic system (rio). During the case, the surgeon felt that the cup was not advancing. The surgeon noticed visually that the cup had moved after reducing the hip. He then dislocated and confirmed that the cup was loose. The surgeon removed the cup and manually impacted another cup and liner. The procedure was successfully completed and there was no harm to the patient.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the surgeon felt that the cup was not advancing. The surgeon noticed visually that the cup had moved after reducing the hip. He then dislocated and confirmed that the cup was loose. The surgeon removed the cup and manually impacted another cup and liner. The procedure was successfully completed and there was no harm to the patient.